Manufacturer narrative:
Product analysis: it was determined at analysis that the cable assembly, transition and wire to board of the external pulse generator (epg) were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for testing subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.